Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The patient¿s blood glucose was 541mmol/l and treated with manual injection. The customer stated that they have been having problems with the pump for a few months, but the last 3 days it has not been working. The customer stated that they have been receiving no delivery alarms. The customer stated that they had received the alarms all night. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. Customer is able to remove set at this time to test site portion of infusion set. Customer stated that the cannula is not bent. Customer run an additional 5 units fixed prime. Customer states the insulin exited. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set (infusion set and reservoir). The insulin pump will not be returned for analysis.